Event description:
In 05 we changed from leather restraints to polyurethane restraints to meet cleaning standards. The polyurethane restraints are stiff and have rough edge. Company recommends a fleece liner- product # iwl-200 for the wrist and #fa61200 for ankle. The fleece liner is not protecting the patient from skin breakdown. Liner slides away from restraint.